Event description:
Per the audiologist's report, this patient's device was explanted in 2006 during an emergency surgery for a serious middle ear infection. Plans for reimplantation surgery have not been reported to cochlear at this time.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.